Event description:
It was reported that there was natural shedding during use. Foley catheter was placed in the operating room on (B)(6) 2026. No issues during the cuff test before placement. The next day (B)(6) 2026, when attempting removal on the ward and removing the catheter fixation tape, the catheter came out. The balloon was almost deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.